Event description:
It was reported by service report that the brakes cannot be engaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The customer has decided not to repair the device.